Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 599 mg/dl at the time of incident and the current blood glucose level was 516 mg/dl. The customer was treated with insulin pump for their blood glucose levels. The customer stated that the symptoms related to high blood glucose such as out of breath and thirsty. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.